Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit was being used in a case when the metallic electrode disconnected from the white ceramic dome.